Manufacturer narrative:
The operator's manual for the spectrum pump model 35700bax, provides advisories to ensure proper cleaning technique for the pump and pump accessories in order to caution against activity that could result in problems of fluid intrusion. This includes the following: use only sigma specified compatible cleaning fluids. Do not spray solutions directly on pump or accessories. Do not apply cleaners directly to battery packs or exposed terminals. Do not immerse any part of the pump or battery. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'lost power' which was reproduced. The reported condition was verified. Visual inspection found the issue attributable to fluid intrusion on the radio. The device was determined unserviceable for the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module lost power while in use during a patient infusion. It was reported that there was no patient harm related to the event. No additional information is available.